Event description:
Pt reported event noted after injection in the nasolabial folds, upper lip, and vermillion boarder with juvederm ultra xc they experienced swelling, pain, darkening, and a hematoma the day after the injection and self treated with topical ice. Follow up with the injection physician noted that two days after the injection the pt was diagnosed with necrosis measuring 1.5 centimeters by 1.5 centimeters which the physician felt was due to a vascular event. Pt was prescribed hyaluronidase, nitro paste, valtrex, mupirocis, and aspirin. At this time the pt is healing with some atrophic scars which the physician stated will require fraxel (fractional) laser treatments to improve.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as confirming. The attributability is then impossible to determine. Device labeling: warnings: the product must not be injected into blood vessels. Introducing of juvederm ultra xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.